Event description:
Procedure: laparoscopic local excision of ovary. Customer states: after opening the package, nrs checked inserting and removing of the electrode. However, it did not come out. Then, he/she tried to remove it out by force. After that, the electrode came out, but the black shaft parts was torn. No patient harm. Operating time not extended. Nothing fell into the cavity. The device was not used on a patient.

Manufacturer narrative:
(B)(4).